Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: brown particles in shell and gel, opening on radius and weight to the spec. A visual and microscopic analysis was performed which identified: sharp opening and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. The event of "pain a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and patient's concern for the product.

Event description:
Healthcare professional reported "bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product" and "pain". The device was explanted. This record is for the right side.